Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that patient was allegedly bypassing urine, so the user checked the catheter bulb and received urine from the bulb instead of normal saline while aspirating. Apparently the catheter was irrigated and the sterile water apparently splashed out "like a fountain." The catheter was removed and another one inserted.

Event description:
It was reported that patient was bypassing urine. The user checked the catheter bulb and received urine from the bulb instead of normal saline while aspirating. The catheter appeared to be irrigated, however the sterile water splashed out "like a fountain." The catheter was removed and another one inserted.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews.